Event description:
It was reported that the patient could not recharge the device. It was noted that the last time the patient used and charged the device was in (B)(6) 2013. It was noted that the patient¿s pain had been good until recently. It was noted that the patient then tried to charge it and was unable. It was noted that the patient sat with the manufacturer representative for two hours and was unable to get it to work. It was noted that the patient was seeing a new doctor. It was noted that the patient did not think they had gone for long period of time before where they had not been able to charge additional information received reported the manufacturer representative saw the patient last week. Additional information received reported the patient was able to get the implantable neurostimulator (ins) to charge after 5 trickle charge cycles. It was reported to not be stimulating her low back and seemed to "shock" her for no apparent reason. It was determined by the manufacturer representative and hcp that the leads were not in the same place they were in at implant. It was reported another hcp had performed a spine surgery on her after her implant and it was reported the patient had allowed the ins to die following the spine surgery. It was noted "this" was the first time she had tried to use the stimulator since the spine surgery. It was reported the hcp felt it was probably that her leads were dislodged during her spinal surgery. Additional information received reported the battery was working again as of (B)(6) 2014 but it was difficult to get good programing and it was only on one side. It was reported there was a replacement on (B)(6) 2014. It was reported x-rays had confirmed the lead had pulled sideways and the lead had migrated almost all the way back to her skin. It was reported a revision had to occur because the prior spine surgery (for scoliosis) which was performed by another hcp had caused the migration and prevented proper coverage. Outcome of the patient was unknown since the rep had not heard form the patient since (B)(6) 2014. Additional information received reported the patient had a revision on (B)(6) 2014. It was reported the entire system was explanted and will not be returned. The patient was reported as doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3777, serial# unknown explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown product type: programmer, physician. Product ID: 3777, serial# unknown product type: lead. Product ID: 3777, serial# unknown product type: lead. Product ID: 3777, serial# unknown explanted: (B)(6) 2014, product type: lead. (B)(4).